Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that when aspirating, air was drawn into the sheath. Air bubbles were observed in the flushing port of the catheter and in the aspiration syringe after insertion into the patient. Pump was used for irrigation. No air seen in patient. Guidewire was at the tip of the farawave. Therefore, the sheath was exchanged with another same model and the procedure was completed successfully with no patient complication. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that when aspirating, air was drawn into the sheath. Air bubbles were observed in the flushing port of the catheter and in the aspiration syringe after insertion into the patient. Pump was used for irrigation. No air seen in patient. Guidewire was at the tip of the farawave. Therefore, the sheath was exchanged with another same model and the procedure was completed successfully with no patient complication. The product is expected to be returned for analysis.